Event description:
It was reported that the pump touch screen was cracked and unreadable. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of high mg/dl. A correction injection via mdi was delivered to address bg. No additional information was provided for alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.